Manufacturer narrative:
No further information was available and no specific incident was detailed.

Event description:
It was reported that there were several instances of the clamp separating from the track and the et tube strap breaking. No further information was provided. There were no patient injuries.